Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker battery showed six years remaining, however one year earlier it was at nine and a half years remaining. The outputs are programmed at 2 volts and the patient is in intermittent atrial fibrillation (af). The pacemaker is programmed to pace and sense in both the atrium and ventricle. Boston scientific technical services (ts) discussed it was possible the amount of af could be contributing to the depletion and suggested sending in a disk of the device's memory. The field representative noted that he has not been contacted regarding this patient and the clinic performs their own device interrogations. No further information has been received from the clinic and the pacemaker remains in service. No adverse patient effects were reported.